Manufacturer narrative:
G4: 24mar2020, b4: 27mar2020. The philips service engineer (fse) identified during preventive maintenance that there are no light emitting diode lights (led) on the power status overlay. The fse confirmed the reported failure and replaced the power switch overlay. Back up battery was also replaced due to it being older than five years old. The unit has been repaired and it returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported no lights on the power status overlay. There was no patient or user harm and the device was no in clinical use at the time of the reported problem.